Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reorted that customer had to press the act button a few times before motor was able to continue. Customer's blood glucose was 117 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced. Insulin pump passed self-test and displacement test. Customer called back stating that issue was user error and wanted to cancel replacement.